Event description:
Info provided states that (2) tibial lengtheners were implanted in the pt's (2) femurs. It was noticed that the lengthener in the pt's left leg did not seem to be lengthening. The lengthener was removed and replaced with the ilizarov sys.